Manufacturer narrative:
The reported 2.3 osteoraptor, intended for use in treatment, will not be returned for evaluation. From the information provided, the anchor broke in the patient, causing a small piece to remain in the patients bone. The anchor portion of the osteoraptor is an implantable component so biocompatibility is not an issue. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: the insertion site not prepared with the recommended smith + nephew drill prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. Health professional should not be mark.

Event description:
It was reported that during a hip scope, when the anchor was being inserted into the hole, the osteoraptor broke in patient. Not all the pieces were removed form the patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.

Event description:
It was reported that the device broke in patient. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.